Event description:
During a routine check of the iabp, the company representative observed that upon power-up, the iabp displayed "maquet" on the screen. Unit never continued to normal mode. Unit powered up in service diagnostics but not touch screen function. No patient was involved.

Manufacturer narrative:
The company representative observed an "f0" error code displayed on the executive board. He also found that the daughter board on the executive processor board was not fully seated. The company representative re-seated the board and the iabp was tested to factory specifications. Functional testing and safety checks met specifications. (B)(4).